Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026, due to the need of MRI procedures. It is unknown if there are plans to reimplant the patient as of the date of this report.